Manufacturer narrative:
The vascade mvp was not returned for evaluation. Since the vascade mvp lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. The exact cause of the reported event cannot be determined.

Event description:
The patient underwent an unspecified procedure using the vascade mvp device. The performing doctor was initially uncertain whether the collagen had been deployed in the correct location. After making adjustments to the device, the doctor confirmed that the collagen was positioned correctly, and temporary hemostasis was achieved. Post-operation, the doctor conducted an echocardiogram and noted that a portion of the collagen had entered the patient's blood tube, measuring approximately 3-4 mm in length. The patient was administered an anticoagulant and subsequently discharged. The doctor will continue to monitor the patient's condition.